Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the plungers of 10 bd luer-lok¿ syringes were difficult to pull back during use. The following information was provided by the initial reporter: "302135 (lot 9010717) box was newly opened by the customer and upon usage of the syringe, the customer found that it is very difficult to pull the plunger backwards. It requires lots of force to pull back the plunger. They tried about 10 and most of the syringes has that problem."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the plungers of 10 bd luer-lok" syringes were difficult to pull back during use. The following information was provided by the initial reporter: "302135 (lot 9010717)box was newly opened by the customer and upon usage of the syringe, the customer found that it is very difficult to pull the plunger backwards. It requires lots of force to pull back the plunger. They tried about 10 and most of the syringes has that problem."